Manufacturer narrative:
Findings: a test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked case at reservoir tube window corner and missing reservoir tube o-ring.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 125 mg/dl. Customer stated that the locking grooves in the pump reservoir canal is broken and doesn't lock in. Customer does not know the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.